Manufacturer narrative:
One sealed lens returned in unused condition for manufacturer evaluation. Evaluation in process, additional information will be provided via a follow up report once available.

Event description:
Patient reports dryness and soreness of the left (os) eye after using lenses. The patient alleges an eye infection that required medical treatment and a corneal abrasion that required eye drops and antibiotic treatment. Good faith efforts have been made to obtain further medical information without success. This event is being reported in an abundance of caution due to the allegations of an eye infection, incomplete diagnosis, lack of medical information and unknown resolution.

Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.